Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was related to high blood glucose and diabetic ketoacidosis. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The reporting party stated the customer's tubing kinked and they went high and into diabetic ketoacidosis. The customer passed shortly after getting to the hospital. It is unknown if the customer was using sensors. The reporting party did not state if they would return the insulin pump for analysis.